Event description:
It was reported that during an anterior cervical fusion procedure on (B)(6) 2022, the surgeon was not able to successfully implant the up-going screw in the zero-p va implant. He was able to successfully implant the down-going screw. The up-going screw trajectory was very steep, causing him to need the angled awl. He was able to successfully use the angled awl in order to create the appropriate screw pathway. He then needed to use the angled screwdriver, but the screw would not retain the screw. He ended up only implanting the down-going screw. There was a five minute delay due to the event. No further information is available. This report involves one unk - screws: zero-p va. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. This report is for an unknown screws: zero-p va /unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
He then needed to use the angled screwdriver, but the screwdriver would not retain the screw.